Event description:
The manufacturer received information alleging a ventilator's flow sensor was disconnected. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's flow sensor was reconnected to address the issue.